Manufacturer narrative:
(B)(4).

Event description:
It was reported starting in (B)(6) 2013, the patient experienced stimulation in the wrong location. As of the date of this report the patient could not get her stimulation on. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 39565-65 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead. (B)(4).